Event description:
It was reported that a revision surgery was conducted to address pedicle screw haloing at all levels of an l4-s1 construct. The diameter of all screws was upsized and the construct was extended from l3-pelvis. There was no reported patient impact beyond the revision surgery. This is report two of six for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. D10: 6x closure tops (07.02010.001), 2x ø5.5 precut curved rods, ti alloy 65mm (07.02015.010), 1x medium cross connector (94672) without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00040 through 3012447612-2026-00045.